Event description:
Clinical registy. It was reported 154 days following a coronary artery drug eluting stenting treatment procedure, a target vessel re-intervention was performed. The index procedure identified and treated two target lesions. The first target lesion was located in the 2nd diagonal artery. This lesion is not related to this event. The de novo lesion was 80% stenosed, 2.25mm in diameter, 6mm in length, mildly calcified, and moderately tortous. The physician direct-stented the lesion with a 2.25x8mm taxus liberte stent. The results were 0% residual stenosis and timi-3 flow. Target lesion 2 was located in the mid left anterior descending artery (lad). The de novo, bifurcated lesion was 80% stenosed, 2.5mm in diameter, 10mm in length, mildly calcified, moderately tortuous, and it was possible thrombus was present. The physician pre-dilated the lesion with a 2.50x12mm maverick balloon. A taxus liberte 2.50x12mm stent was deployed over the lesion. The stent was post dilated with 2.50x12mm quantum maverick balloon. The results were 0% residual stenosis and timi-3 flow. The patient was discharged the following day on 100mg of aspirin and 75mg of clopidogrel. The patient returned to the cath lab 154 days following the index procedure for treatment of distal edge restenosis of the lad treated stent. There was 90% stenosis confirmed by angiography. Treatment consisted of balloon angioplasty and placement of an unknown size taxus liberte stent. The results were 0% residual stenosis and timi-3 flow. The patient was taking aspirin and clopidogrel at the time of the event. In the opinion of the investigator, the event was "possibly" related to the lad treated taxus liberte stent. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
A unit has not been returned for review, therefore, a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this particular batch namely top assembly batch #8067484 found that the device met its material, assembly and product specifications, at the time of release to distribution.